Event description:
It was reported that the images on the monitors of the 6800 system were poor (fuzzy). It was also noted that the system was not printing. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the display adapter pcb and the image processor pcb. The system was tested and found to be working as intended and placed back into service.